Event description:
The manufacturing representative reported that the patient was implanted for motor cortex stimulation after a gunshot. The lead was revised in 2004.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.